Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio at the central station. The issue was found during patient monitoring. There was no report of patient injury or harm.